Event description:
Additional information was received from the patient and healthcare provider. The reported they had their stimulator removed after 5-6 years so because the metal wires were displaced, fragments were breaking off and moving so they got it removed but the urologist after who removed it told them they left some sort of part in that hold the wires and now they need to get an MRI. Reviewed information about abandoned leads and redirected to their doctor to further address the issue. Pt said they have moved to colorado. Called pt back to ask new address no answer, left message to call pats back. An hcp called to ask about scanning pt with "anchors" but no lead or ins present. Ts reviewed definition of anchor in terms of interstim products. Ts reviewed the need for x-ray to determine what is present. Reviewed MRI fragmented lead guidelines. Redirected caller to pts managing hcp if she still has one for the device.

Manufacturer narrative:
Continuation of d10: product ID 3093-28 lot# serial#(B)(6), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary #pli 20: evaluation determined that investigation is needed because it was reported that the healthcare provider tried to remove the lead, but as it was pulled from the implanted location, a portion was left in the patient. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not possible, because there is inadequate information to initiate formal investigation activities and the most likely cause cannot be determined; the root cause of a portion of the lead being left in the patient remains unknown. It was noted that there was no known device issue prior to explant. Follow up was conducted to determine cause. Continuation of d10: product ID 3093-28, lot# v610455, implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the steps taken to resolve the issue was unknown. Can you advise on the below: if a segment smaller than 6cm remained in the patient they can still have an MRI as long as this new labeling is provided to the MRI technician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider. It was reported that the healthcare provider called for lead fragment form b.

Manufacturer narrative:
Other applicable components are: product ID 3093-28, lot#: v610455, implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient¿s system was removed on (B)(6) 2017. The purpose of the removal was so that they could have an MRI for back issues unrelated to the device. It was noted that the healthcare provider tried to remove the lead, but as it was pulled from the implanted location, a portion was left in the patient. Due to a lead fragment being left, the caller inquired how that would affect the patient¿s ability to have an MRI. It was noted that the devices that were removed were discarded. No further patient complications are anticipated or expected as a result of this event.